Manufacturer narrative:
Additional information provided in sections b5, h6 and h11. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information indicated that the event occurred during cataract surgery with intraocular lens implantation. The machine had to be changed to complete the surgery, and there was no patient harm.

Event description:
A customer reported that while using an ophthalmic operating system, irrigation was not available. Procedure details and patient harm were not provided. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in sections d9, h3, h6 and h11. The company representative was able to confirm the reported issue (via event log review). However, the reported ¿irrigation issue¿ was not replicated (on-site). The system was tested and found to meet product. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. No similar complaints were reported for this product serial number (under investigation). The system was found to have no problem. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).